Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer uses lyumjev brand insulin with their mobi pump, tandem technical support educated the customer this is off label insulin.